Event description:
It was reported that shaft break occurred. A 2.25 x8mm promus premier¿ was selected to treat the lesion. During introduction of the device into the guide catheter, blood was noted in the hub. The device was then removed from the patient's body and upon inspection, shaft separation was noted. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).